Manufacturer narrative:
Sections with additional information as of 18-sep-2023: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation - customer had returned an empty test strip vial. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood test results of 268 and 145 mg/dl. The customer¿s expected blood glucose test result ranges are 90-120 mg/dl am fasting and 160-170 mg/dl pm fasting 2 hours post meal. Customer also stated that his meter got wet. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 01/13/2025 and open vial date was not disclosed. The product is not stored according to specification (kitchen). The customer did have another vial of test strips that had been stored and handled correctly: lot number zb5303s, manufacturer¿s expiration date is 01/17/2025 and opened day of call. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 198 and 212 mg/dl. The meter memory was reviewed for previous test result history (date not set): result 1: 164 mg/dl date: (B)(6) 2023 time: 8:18 am fasting result 2: 82 mg/dl date: (B)(6) 2023, time: 11:14 pm fasting 2 hours post meal result 3: 132 mg/dl date: (B)(6) 2023 time: 2:14 pm fasting 2 hours post meal result 4: 163 mg/dl date: (B)(6) 2023 time: 8:42 am fasting result 5: 198 mg/dl date: (B)(6) 2023 time: 8:41 am fasting result 6: 268 mg/dl date: (B)(6) 2023 time: 10:02 am fasting result 7: 145 mg/dl date: (B)(6) 2023 time: 10:03 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Most likely underlying root cause: mlc-062: user had poor technique. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he had received the replacement products but had not yet used them. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.